Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The servo o2 board and cables were reseated to resolve the issue. Block a: no report of patient involvement. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was an error during service resulting in loss of auxiliary oxygen. There was no patient involvement.